Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (mixing incorrect amount of insulin in the cartridge).

Event description:
The reporter contacted animas on (B)(6) 2015 alleging a history settings issue. The reporter stated that the patient's blood glucose (bg) was 500mg/dl with tiredness. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and it was reported to the bg management nurse that the patient put a 70/30 insulin mix in the cartridge accidentally. This complaint is being reported because the patient allegedly experienced hyperglycemia related to use error in mixing incorrect amount of insulin in the cartridge.